Event description:
The surgeon attempted to implant a 3-piece silicone lens model aq2003v and was torn while advancing. It was indicated that the lens was stuck and had difficulty advancing. The lens was not implanted and there was no pt injury. The model and lot numbers of the cartridge and injector were not specified by the facility.